Event description:
It was reported occlusion alarms occurred. Reportedly, the customer went to the emergency room (ER) with a blood glucose level of 482 mg/dl. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released (B)(6) 2024 with no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.